Event description:
A falsely elevated digoxin result of 13 ng/ml was obtained. This result was reported to the physician. A sequential sample was tested on an alternate analyzer and a result of 0.4 ng/ml was obtained. The original sample was no longer available for retesting. The pt was treated with digoxin lowering medication. There was no report of adverse health consequences as a result of the falsely elevated digoxin result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated digoxin result is unk.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated digoxin result is unk. The instrument is performing within specifications.